Manufacturer narrative:
H3: evaluation summary: customer reports of stenosis and calcification were confirmed. X-ray demonstrated wireform intact and heavy calcification on all three leaflets. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4mm on leaflet 2 at the inflow aspect and 7mm on leaflet 1 at the outflow aspect. The free margin of leaflets 1 and 2 were rolled towards the outflow aspect from host tissue overgrowth. The rolled leaflets and heavy calcification restricted leaflet mobility, led to stenosis, and created a gap in the central coaptation region. Host tissue overgrowth on the stent circumference was moderate to heavy at both the inflow and outflow aspects. Host tissue overgrowth fused leaflets 1 and 3 by approximately 4mm at commissure 1 on the outflow aspect. Calcification also fused all three leaflets at commissures 2 and 3 by approximately 2mm on the outflow aspect. Multiple suture pledgets remained attached to the sewing ring around leaflets 2 and 3 on the inflow aspect. H10: additional manufacturer narrative: updated sections d4 (expiration date), h3, h4, h6 (device code, type of investigation, investigation findings, investigation conclusions) calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. Host fibrous (pannus) tissue growth is not a malfunction of the device. The root cause of this event was determined to be due to patient related factors. The calcification and pannus observed in this case were due to a progression of the patient's underlying valvular disease pathology combined with the patient's other underlying risk factors. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 19mm 3300tfxj aortic pericardial valve, implanted in the pulmonary position for approximately eight (8) years and five (5) months, was explanted due to pulmonary stenosis secondary to calcification. The device was originally implanted for pulmonary valve replacement to correct pulmonary stenosis. The device was explant and replaced with a 23mm 11500aj valve with no adverse patient events reported. The patient status was reported as 'under treatment'. There was no allegation of device malfunction.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.